Manufacturer narrative:
(B)(4). The device was manufactured from april 2, 2014 to april 3, 2014. The device was received for evaluation. Visual inspection noted a noted a ruptured bladder. Microscopic examination revealed markings located on the exterior surface of the bladder were near the rupture line. The reported problem was verified. The cause of the rupture could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume intermate ruptured. The device was filled with an unspecified amount of 0.9% sodium chloride and unspecified chemotherapy medication. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.